Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure one in the mid rca and one in the distal lcx. At 30 day follow up, patient's worst angina status was reported as I per ccsc criteria. It is reported that the patient suffered a myocardial infarction approximately 2 months post index procedure, CABG intervention was carried out. Investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure myocardial infarction.